Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report on: (B)(4) 2013. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hemicolectomy, while the surgeon was working on omentum tissue, the device jaws were applied to tissue and could not be re-opened. The surgeon was able to manually remove the device from tissue. It was reported that some tissue was torn while removing the device. There was no reported patient injury or blood loss greater than 500cc. The surgeon opened another instrument in order to successfully complete the procedure.